Manufacturer narrative:
A ge representative contacted the customer and instructed them to reset the fluoro timer.

Event description:
The customer reported, the system locked up after overheating. No patient injury was reported.